Event description:
Caller reported a malfunction on the pump, identified by error code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, resolving the issue as the malfunction code did not recur. Customer was advised to call back if any issues reoccur, and the caller acknowledged understanding.